Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for multiple back operations and postlaminectomy pain. It was reported that the stimulator was replaced with a device from another manufacturer due to better coverage. The issue occurred on (B)(6) 2008. Now the patient was looking to get a pain pump. Further follow-up is being conducted to clarify the coverage issue and what circumstances or cause led to the issue. If additional information is received, a follow-up report will be sent.